Manufacturer narrative:
Device was not returned for evaluation. Unable to determine the relationship of the device to cause of the event.

Event description:
Patient developed a rash after her mammogram. Rash was located on her abdomen just under the breast (area that leans into bucky). Rash was not present anywhere on her breast. Rash was a series of small red raised bumps which persisted for 2 days.